Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the abbott diabetes care (adc) device filament got stuck in skin and experienced no symptoms. The customer had contact with healthcare professional (hcp) who removed sensor needle from skin for treatment. There was no report of death or permanent impairment associated with this event.